Event description:
A baron aspiration needle was being used through a side viewing endoscope for drainage of a pancratic pseudoscyst. The needle broke off inside the patient during the procedure and was retrieved with a snare. There was no patient injury reported.